Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus was removed from the ureter and kidney during a ureteroscopy and double j removal procedure performed on (B)(6) 2018. According to the complainant, during removal, it was noticed that the stent was encrusted. It was reported that there was difficulty in removing the stent, and it took more than two hours to remove. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.